Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve failure occurred, and air was drawn. After inserting the sheath into the patient's body, hemostatic valve failure occurred and air was drawn. The hemostatic valve itself was not broken. Abnormalities of the valves were not confirmed with the naked eye. The radiologist setup the sheath when he/she opened it, but he/she may have damaged it when inserting the dilator in the sheath. Just to be safe, the bwi representative instructed them to put it in straight when inserting the dilator. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the second one was fine. No air was introduced into the patient as such no medical intervention and no neurological symptoms have been observed.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve failure occurred, and air was drawn. After inserting the sheath into the patient's body, hemostatic valve failure occurred and air was drawn. The hemostatic valve itself was not broken. Abnormalities of the valves were not confirmed with the naked eye. The radiologist setup the sheath when he/she opened it, but he/she may have damaged it when inserting the dilator in the sheath. Just to be safe, the bwi representative instructed them to put it in straight when inserting the dilator. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the second one was fine. No air was introduced into the patient as such no medical intervention and no neurological symptoms have been observed. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 1-nov-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).